Event description:
It was reported that the patient stated that their implantable pulse generator (ipg) of the deep brain stimulation (dbs) system was expired, however, the patient continued to receive adequate therapy from their device. And no adverse symptoms or malfunctions were identified. The patient underwent an ipg replacement procedure and is doing well post operatively. Device analysis cannot be completed, as it will not be returned due to having been disposed of by the facility.